Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: vemc3434c175ce, serial/lot #: (B)(6), ubd: 03-feb-2018, UDI#: (B)(4) b3: year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant stent grafts (x2) were implanted as part of the valiant evo clinical trial during the endovascular treatment of a thoracic aortic aneurysm on (B)(6) 2017. It was reported approximatley 7 years post the index procedure, on review of CT by the physician, there is a possible issue with the distal seal zone in particular with uncoiling of the external stent in the distal segment of the valiant grafts implanted 7 years during the index procedure. Per the physician the cause is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was reported that stent struts are separating/uncoiling at the distal end of the stent-graft, such that the graft appears to be unwinding distally. Most of the graft has been previously re-lined, but the very end of the existing navion is protruding, which is believed why this part is still unravelling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Core lab review of CT imaging from approximately 4 years 10 months, 5 years and 7 years post index procedurenoted stent ring enlargement on valiant navion stent graft v06287502. No fracture, stent ring migration or aortic enlargement were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.